Manufacturer narrative:
The actual device was not available; however, a drawing of the sample was provided for evaluation. Visual inspection of the drawing provided the location of leak which was located at the level of the replacement y-connector. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex st100 set, an external fluid leakage at tube was observed. There was no patient involvement. No additional information is available.